Manufacturer narrative:
The patient's attorney initially reported a single ventralex mesh, which was filed with the FDA under MDR 1213643-2010-00072 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on the provided medical records, the patient was treated for an incarcerated ventral hernia with two ventralex meshes on (B)(6) 2006. On (B)(6) 2008, the patient was treated for repair of multiple incisional hernias with prolene mesh. The previously implanted ventralex meshes were explanted. The patient was reportedly treated for a recurrence, which is a possible adverse reaction stated in the product's instructions for use. However, a letter dated (B)(6) 2010 from the surgeon to that patient's attorney states that he does not believe the bard mesh was defective. Based on the information received, it does not appear that a device failure has occurred. Refer to MDR 1213643-2011-00072 for the second ventralex mesh implanted on (B)(6) 2006.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2006 - repair of incarcerated ventral hernia with two ventralex meshes. On (B)(6) 2008 - repair of multiple incisional hernia with prolene mesh. Previously implanted meshes explanted.